Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Record ID#: (B)(4).

Event description:
It was reported by the customer that after insertion during intra-aortic balloon (iab) therapy, unable to get the balloon to fill. After troubleshooting the common causes they proceeded to replace the balloon with a new balloon and the issue was resolved. No patient harm.

Manufacturer narrative:
Updated fields: b4, d4 (exp date), d8, d9, g1 (contact person: mfg site), g3, g6, h2, h3, h6 (medical device: problem code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (lot #, UDI #), e3. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing approximately 76.4cm from the iab tip. Additionally, one kink was observed on the inner lumen approximately 76.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. The condition of the iab as received indicates a kink in the catheter tubing and inner lumen, which may restrict the gas passage and result in poor inflation and deflation. We are unable to determine when the kinks occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
N/a.